Manufacturer narrative:
Follow-up #1: date of submission 04/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: review of the black box data did not reveal any evidence of unexpected power on reset events. One power on reset event was recorded, associated with a battery change on (B)(6) 2016. The battery compartment was intact and without damage. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The test cap secured properly to the pump was maintained electrical connection. On investigation, ez-prime steps were performed correctly. There were no power interruptions, errors, alarms or warnings during the investigation. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. The device was determined to be performing within the required specifications. Investigation did not duplicate the intermittent power complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.